Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: crack in the video connector and leak from its' switches. A crack in the connector, which was causing the device to leak from the switches. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: leak stemming from a crack in the video connector, causing the device to leak from its' switches. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had no image when plugged in. The issue occurred in an unspecified diagnostic procedure. The procedure was completed with a similar device. There were no reports of patient harm.